Event description:
Procedure: hip revision. Original surgery date unknown. Revision surgery was performed on (B)(6) 2014. Details: removal of a cstem elite plus stem, femoral head and duraloc 54x32mm liner. Stem was revised due to stem subsidence.

Manufacturer narrative:
The complaint states that revision surgery was performed on (B)(6)-2014. Original surgery date unknown. The a c-stem elite plus stem, femoral head and duraloc 54x32mm liner were removed. The stem was revised due to stem subsidence. Notification was received stating that no further information or return of products is available. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.